Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. Customer force closed app without success, then followed instructions to uninstall app, remove pump from bluetooth settings, and reinstall app, but was unable to complete process due to forgotten password and declined further troubleshooting. No additional information was provided.